Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: the magazine did not clamp at the lung parenchyma, but the scalpel cut. Therefore, there was open parenchyma. A new instrument was used, re-resection by avoiding of a pulmonectomy. Surgery time was extended by more than 30 minutes. Blood loss was reported as more than 250cc. The procedure was from endoscopic to open surgery and additional tissue was resected.